Event description:
Customer claims the alarm has no power, but detects some damage on the battery connector port and that the connectors are loose. There was no pt incident or injury reported.

Manufacturer narrative:
(B)(4). Battery connectors loose. Product was requested to be returned for eval and has not been received. (B)(4).